Event description:
The customer observed discrepant architect troponin results for multiple samples during validation of new reagent lot numbers. Additionally, the customer noted an overall trend down with each new lot validated. The following data was provided (critical troponin value is >/= 0.05 ug/l): (B)(6) 2021 patient ID (B)(6) current lot (27862un20) = 0.04 ug/l, result from new lot (58538un20) = 0.05 ug/l (B)(6) 2021 patient ID (B)(6) current lot (58538un20) = 0.05 ug/l, result from new lot (61583un21) = 0.04 ug/l (B)(6) 2021 patient ID (B)(6) current lot (58538un20) = 0.05 ug/l, result from new lot (61583un21) = 0.04 ug/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did identify trends for list number 02k41. However, further review of the trends found they were associated with one specific lot which is not related to the complaint lot. Device history record review on lot 58538un20 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 58538un20 are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 58538un20. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 58538un20 was identified.

Event description:
The customer observed discrepant architect troponin results for multiple samples during validation of new reagent lot numbers. Additionally, the customer noted an overall trend down with each new lot validated. The following data was provided (critical troponin value is >/= 0.05 ug/l): on (B)(6) 2021 patient ID (B)(6) current lot (27862un20) = 0.04 ug/l, result from new lot (58538un20) = 0.05 ug/l. On (B)(6) 2021 patient ID (B)(6) current lot (58538un20) = 0.05 ug/l, result from new lot (61583un21) = 0.04 ug/l. On (B)(6) 2021 patient ID (B)(6) current lot (58538un20) = 0.05 ug/l, result from new lot (61583un21) = 0.04 ug/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.